Event description:
Customer reported that he had a bad batch of insulin which caused issues. Customer stated that the insulin had been refrigerated from the time it was received. Customer stated that he changed the infusion set and reservoir and his blood glucose was going up. It started at 200 mg/dl; he exercised then had dinner and bolused. The following morning his body was soar and achy; his blood glucose was 100 mg/dl and after a bicycle ride and a bolus dose it went up to 400 mg/dl and had a fever. Customer stated that it was painful to move and it felt like he had blood poisoning, like being bitten by a spider. Customer removed the set and treated with insulin pen and blood glucose started to come down. It was stated that the doctor concluded that the issue was due to the insulin. Customer reported that he received a lost sensor alert and had to remove the sensor. Customer noted blood draining out under the sticker. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.